Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. There were numerous kinks throughout the proximal stainless steel braided shaft. Microscopic examination of the kinked shaft revealed numerous holes in the pebax over the proximal shaft 49cm - 95cm from the strain relief. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range without any errors or alarms; however, the catheter leaked from the holes in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that there was a pinhole in the catheter shaft. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the left femoral and popliteal arteries. During preparation, it was noted that there was a pin hole located in the gold part of the catheter and it was spraying saline when priming was attempted. The procedure was completed with another of the same device. No patient complications were reported.